Manufacturer narrative:
The device was not available for eval. The device history record, the non-conformance reports database and deviation reports were reviewed for incidents related to the above condition within a 2 week period (+/-) from the lot mfg date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process of design changes were found.

Event description:
It was reported that the device did not pull enough of a vacuum to function properly. A small amount of blood was collected with this device. None of the collected blood was able to be re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.